Event description:
The customer alleged they received a questionable glucose hk gen.3 (glu) result on their c702 analyzer. The patient's sample was processed on the customer's modular pre analytics (mpa) device for a comprehensive profile. The customer pulled five previously processed samples from this mpa and the results all correlated. Repeat testing was performed from the primary tube. The patient's initial glu result was 355 mg/dl and it was reported outside the laboratory. The doctor questioned the result. The sample was retested on the original c702 analyzer and the result was 83 mg/dl. The sample was repeated on another analyzer and the result was 85 mg/dl. The customer considered the repeat result to be correct. It was unknown if there were any adverse events. The glu reagent lot number was 66465401 and the expiration date was 09/30/2013. The field service representative found that the rinse mechanism cell rinse nozzle fill volume was too low and was not cleaning the cells properly. He adjusted the rinse nozzle fill level and checked the analyzer for proper operation. He successfully performed a precision check for glu.